Manufacturer narrative:
A siemens headquarters support center (hsc) specialist reviewed the instrument data and determined that an aliquot rinse cycle was missed after a false transition error. Siemens healthcare diagnostics has confirmed a software defect which, in a very specific set of circumstances, results in the dimension vista system omitting an aliquot probe rinse between sample aspirations when processing tubes in sample racks that are front loaded on the dimension vista system. Urgent medical device correction (umdc) vsw16-01.a.us was sent to customers in the united states in march 2016 and corresponding urgent field safety notice (ufsn #vsw16-01.a.ous) to all outside us dimension vista customers. The umdc and ufsn are entitled "dimension vista system may not perform aliquot probe rinse." The umdc and ufsn describe the software defect, what samples are not impacted, the risk to health, and actions to be taken by the customer to minimize or eliminate the impact of the software defect.

Event description:
Discordant, falsely elevated urea nitrogen (bun), creatinine (ecrea), and potassium (k) results were obtained on one patient sample tested on a dimension vista 500 instrument. The discordant results were reported to the physician, who called the patient and instructed them to go to the emergency room to be redrawn. The redraw sample was tested on an alternate dimension vista instrument at an alternate location and the results were lower. The physician then notified the laboratory of the falsely elevated results. The laboratory repeated the original sample from the patient on an alternate dimension vista instrument in their laboratory and results were lower. There are no reports of patient intervention or adverse health consequences due to the discordant results.